Manufacturer narrative:
The device was not returned therefore could not be evaluated. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the following complaints relating to the complaint codes below. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed IFU for esheath, IFU, commander delivery system, s3u commander preparation training manual and s3u commander procedural training manual. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. System advancement force best practices. The following best practices may be considered for a thv procedure at the physicians discretion. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and or calcification. Utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. An additional dilator is included with the system for vessel dilation as needed. Use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist). This method may be utilized for straightening the vessel anatomy for access, but not for valve crossing. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. System advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. If system advancement force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not readvance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal. Some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not re advance or reinsert the sheath at any time. No IFU or training deficiencies were identified. As the reported events were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of the difficulty to introduce the delivery system through the sheath, liner delamination, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to introduce the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with the difficulty to insert the delivery system through the sheath. Therefore, the review of risk management file is complete and no further action is required. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath. The risks outlined in the pra remain the same. The pra documents the potential for difficulty to navigate catheter through anatomy leading to additional percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within control for the month of february 2021 for the s3u, commander, esheath configuration. The pra remains applicable, and no further action is required. As there was no confirmed edwards defect, no corrective or preventative actions (CAPA) are required. The reported events were unable to be confirmed due to no device or device imagery provided. Investigation of the DHR and lot history revealed no indication that a manufacturing non conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU and training manual deficiencies were identified. As no reports of sheath damage were reported during device preparation, it is unlikely the defect was present out of box. As reported by an edwards field clinical specialist, upon insertion of a 23mm sapien 3 ultra and 23mm commander delivery system through a 14fr esheath, there was a higher than usual resistance experienced by the operator and upon removal it appeared that the seam of the esheath had separated from the edge of the blue portion longitudinally. It appears that possibly the separation occurred as opposed to the seam expanding. Due to this patients anatomy and calcium distribution the sheath insertion was in the sfa as opposed to the cfa. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per review of activities, the separation was more mid shaft on the sheath, not at the distal tip, on only one side, about 2 to 4 cm long, along the line between the blue sheath material and clear seam material. As the sheath was inserted in the sfa, the sheath and delivery system navigated through a longer portion of the femoral artery, which reportedly had calcification present. If excessive manipulation or torquing of the system was performed to overcome any resistance during delivery system insertion, it is possible that the liner started to delaminate mid shaft. The degree of delamination is unknown. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. In this case, the reported cutdown vascular injury was performed to remove the devices due to withdrawal difficulties. Available information suggests device manipulation during withdrawal of the devices and or patient factors may have contributed to the complaint events.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, upon insertion of a 23mm sapien 3 ultra and 23mm commander delivery system through a 14fr esheath, there was a higher than usual resistance experienced by the operator. The valve was successfully inserted and implanted, but upon removal it appeared that the seam of the esheath had separated from the edge of the blue portion longitudinally. It appears that possibly the separation occurred as opposed to the seam expanding. Due to this patients anatomy and calcium distribution the sheath insertion was in the sfa as opposed to the cfa. There was a dissection in the sfa that required the need for a covered stent to repair. The patient went to recovery post tavr, and subsequently discharged to home without issue.